Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version: (B)(4); product ID: 9735225r, lot: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that replaced the computer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the software was unresponsive while in the navigation screen. The site was unable to move the mouse or complete any user into the system, including a soft reboot. The site did a hard shutdown however they were unable to verify the instruments following the reboot. The use of navigation was aborted, and a c-arm was used to complete the procedure. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating while a manufacturer representative was attempting to install new software, the system went to a no input on the screen. When rebooting the system it was noted that they received a white screen that they were unable to move forward from as it was receiving more errors when attempting to load. It was later reported that after replacing the computer, the system booted without issue. However, the site called in following the replacement stating when going into the spine software, they received a no video input and the system rebooted itself. The system worked as intended after the reboot.